Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 368 mm distal to the distal end of the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50x16mm promus element ¿ drug eluting stent was selected to treat the lesion but failed to cross the lesion. The patient's status was stable. However, returned device analysis revealed hypotube break.